Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00896, 1627487-2021-01706. It was reported that the patient experienced pain at the ipg pocket site. Imaging revealed that the lead adapters had migrated under the generator. As a result, surgical intervention was undertaken on (B)(6) 2021 whereing the ipg and adapters were relocated resolving the issue. No products were implanted or explanted.